Manufacturer narrative:
Cine and echo images were submitted to edwards for review. The following observations/impressions were made: observations - cine: severe aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mitral annular calcification [mac]. Poor coaxial alignment with lateral bias of the delivery system and valve. Fair image intensifier angle (iia). Positioning 40:60 ventricular. During deployment there was no loss of pacing capture and the patient's ventilation was not held. Observations - tee: severe bulky calcification in the non coronary cusp [ncc] and left coronary cusp [lcc] greater than in the right coronary cusp [rcc]. Aortic annulus approximately 22.3 mm in diameter, sinus of valsalva [sov] 25.2 mm and the sinotubular junction [stj] 20.2 mm. The difference between the sov and the aortic annulus is approximately 3mm which is consistent with obliteration of the sov. Impressions: cine images provided did not include post deployment angiogram or demonstration of coronary artery obstruction. Tee images provided did not demonstrate instrumentation, including bav or valve positioning/deployment. Anatomic risks factors for coronary artery obstruction include bulky calcification of the anterior cusp and obliteration of the sov. Both of these were present in this case. The final risk factor is the presence of significant (= 4mm) valve over-sizing, this was not present in this case [23mm sapien in 22mm aortic annulus]. Although the valve did not appear to be deployed too aortic on the cine, this cannot be corroborated by tee. There was no report of device malfunction. The physician's training manual adequately instructs on the proper positioning and deployment technique, and warns regarding factors that can contribute to this type of event. In this case, based on review of the imagery and the patient¿s co-morbidities, it appears that procedural and patient related factors (bulky calcification of the anterior cusp and obliteration of the sov) resulted in the report events. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required at this time.

Event description:
As reported by the edwards clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient expired. Case summary: per report, the valve was positioned as recommended under rapid pacing. Post deployment echocardiogram revealed minimal pvl, however, the patient's pressure did not recover after implant. Post deployment angiogram of the aortic root revealed the left coronary ostia was blocked by the left coronary leaflet. In order to troubleshoot, a jl4 guide catheter was inserted and multiple attempts were made to pass a ptca wire into the left main but were unsuccessful. The left coronary cusp measured 12-12.5mm. Resuscitation efforts were attempted but were unsuccessful.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. (B)(4).